Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the device failed gas supply test during pre-use check. Air gas module was checked and its replacement is necessary to resolve the issue. According to the technician, the customer did not decide if the device will be repaired. Review of the logs confirmed occurrence of reported issue prior to reported date of event. Moreover, other test failures were noticed during review of the provided logs, which could be consequence of the defective air gas module. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported a defective gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).